Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported ring artifacts on patient images. There was no report of misrepresentation as a result of the ring artifacts. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse found that the ring artifact was present on images that used a small field of view (fov). The fse checked the gantry and found a crack in the middle of the compensator in the collimator. The fse replaced the collimator and performed all required calibrations to resolve the issue. The system is in clinical use. This issue has been determined not to be a reportable event.